Event description:
Boston scientific received information that this implantable pacemaker recorded a code 1002 indicative of battery usage higher than expected. The error message was displayed upon first time interrogation before implant procedure. The field representative confirmed that the device had not been taken out of ship mode nor had been sitting around for a long time. Boston scientific technical services (ts) stated that the device should not be implanted and be returned for analysis. This device was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.